Event description:
The customer reported blood at the distal end could not be removed and red residue adherence at the distal end during reprocessing involving an olympus ultrasound gastrovideoscope. There were no reports of patient involvement.

Manufacturer narrative:
E1 (initial reporter establishment name): (B)(6). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.